Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unknown at this time. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): no patient injury (no known impact or consequence to patient) product problem(s): system shut down and rebooted itself (loss of power). The nurse reported, the surgeon was performing a vitrectomy when the laser module shut down and rebooted itself during the case. The laser was not in use at the time. The surgeon completed the case. No patient injury was reported.